Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank.customer cannot recall blood glucose reading. Customer declined for troubleshooting. Customer was aware that her battery was low but did not changed it. Insulin pump will not be returning for analysis.